Manufacturer narrative:
Final analysis found that the insulation was abraded at 16.0 cm - 16.5 cm, the outer coil was fractured at 16.5 cm and the inner insulation was damaged at 16.5 cm - 16.7 cm all from the connector pin, due to clavicular crush. The outer coil was damaged at 43.0 cm from the distal tip. The abrasion in the insulation could have caused the reported noise problem.

Event description:
It was reported that the right ventricular lead sustained clavicular crush and exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.